Event description:
It was reported via FDA via medwatch report (B)(4) that, "when drilling a screw hole for an intramedullary nail in the patient's right leg, a drill bit broke into 2 pieces. Both pieces were retrieved."

Manufacturer narrative:
Device is not available for investigation. If further information become aware an supplemental report will be provided.